Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the system did not have x-ray available. The fse checked board software and saw ip pc did not have board software available. Fse tried to reseated drives which did not resolve issue. After that fse tries of downloading board software before ippc came back online. But customer wants pc replaced for safety. Therefore, the fse installed new ippc, hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00 for a long time. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the device onsite and replaced the ip-pc and the hard disks which returned the system to use in good working order.